Manufacturer narrative:
The autopulse platform (s/n #(B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the top cover was cracked and battery lock /front enclosure were damaged. The autopulse platform is a reusable device and was manufactured on 07/18/2007. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform's archive was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 45 (not at "home" position after power-on/restart) message was observed on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. The platform was functionally tested and the autopulse platform exhibited ua 45 upon powering up. The drive shaft was rotated back to the "home" position to remedy the ua45 error message. Performed the run-in testing with the 95% patient test fixture (lrtf) for approximately 30 minutes, and did not replicate any of the user advisory or fault. The clutch plate was also sticky; therefore, was deburred and is not related to the reported complaint. Additionally, the power distribution board (pdb) was replaced per routine service procedure. In summary, the customer's reported complaint of autopulse displaying ua 45 was confirmed during archive review and functional testing. The root cause was attributed to the drive shaft not being at "home" position. The platform passed all final functional testing criteria after rotating the drive shaft back to "home" position. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Event description:
It was reported that during a shift check, the autopulse platform (s/n:(B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering on . The platform was restarted and the ua45 error message was cleared. No patient involved during this event.